Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. One (1) pump and one (1) controller with unknown serial numbers were not returned for evaluation. Review of the controller log files was not performed since log files covering the reported event date were not available for analysis. The reported event could not be confirmed due to insufficient evidence. Of note, it was reported that the driveline cover was placed backwards. Based on historical review of similar events, the reported event may be attributed to incorrect placement of the driveline cover that likely led to an insecure connection between the driveline and the controller further triggering electrical fault alarms and vad stop alarms. This event was reported in the intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Additional products: brand name: heartware ventricular assist system - controller; model #: unk-controller/catalog #: unk-controller/expiration date: unk/serial or lot#: unknown; UDI #: asku; device available for evaluation: no. Mfg date: unk, labeled single for use?: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an electrical fault alarm. The patient tried to fix the battery connections and the controller emitted a ventricular assist device (vad) stop alarm and a ¿change controller¿ message. The patient exchanged the controller and was asymptomatic during the event. On interrogation it was found that the driveline cover was on backwards. The patient was admitted due to a subtherapeutic international normalized ratio (inr). The controller and driveline cover remain in use. No patient complications have been reported as a result of this event. This event was reported in the intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.